Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138250 , model: sc-3138-25 , serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason.